Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis and surgical intervention. First it was reported that the ultrasound catheter had a kink on the shaft. The catheter was replaced but the replacement catheter would not display on the ultrasound system. The ultrasound system (s70) was replaced and the issue persisted. The dummy catheter was connected and it was recognized. The catheter was exchanged again and the replacement catheters deflection mechanism broke and would not deflect anteriorly. The catheter was replaced again and the procedure continued. The customer¿s reported kink, visualization and deflection issues with the ultrasound catheters are not considered to be MDR reportable since the potential risk that these could cause or contribute to a serious injury or death is remote. Then the physician noticed an acute drop in the patient¿s blood pressure. Pericardial effusion was confirmed and pericardiocentesis was performed and the fluid removed was recirculated back into the patient immediately. The patient went to the operating room (or) for a sternotomy. The caller stated that the patient is stable at this time. Additional information was later received indicating the physician¿s opinion on the cause of the adverse event is that it was procedure related. The patient¿s condition was reported as improved. Ablation was done prior to noting the pericardial effusion. No evidence of steam pop. Transseptal puncture was performed.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis and surgical intervention. The physician noticed an acute drop in the patient¿s blood pressure. Pericardial effusion was confirmed and pericardiocentesis was performed and the fluid removed was recirculated back into the patient immediately. The patient went to the operating room (or) for a sternotomy. The caller stated that the patient is stable at this time. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31180208l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 15-may-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis and surgical intervention. The physician noticed an acute drop in the patient¿s blood pressure. Pericardial effusion was confirmed and pericardiocentesis was performed and the fluid removed was recirculated back into the patient immediately. The patient went to the operating room (or) for a sternotomy. The caller stated that the patient is stable at this time. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician¿s opinion on the cause of the adverse event was that it was procedure related. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).